Event description:
It was reported the device stopped working and shut off while pacing a patient. Follow-up information received reported the "pt had no underlying rhythm so drugs were given." It was indicated that CPR was not required, but this could not be confirmed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 251 mg/dl, and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Manufacturer narrative:
The device (serial no: (B) (4)) was returned and an investigation using approved test strips (lot no: 43990) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed the reported result of 251 mg/dl and a result of 20 mg/dl (customer reported receiving a "lo" (less than 20 mg/dl) within 10 minutes of each other. This is a final report. It should be noted: the catalog number listed in the original MDR was incorrect. The correct information has been reported in this final report.